Event description:
It was reported that the 8800 system had a problem saving images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The failure could not be duplicated. The system was working and put back into service.